Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. Lens cracked during insertion into the eye. Lens was removed, incision was enlarged and sutures were used. Another same model and size lens was implanted.